Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support with the impella 5.5, the optical sensor demonstrated intermittent signal loss, with the aortic waveform decreasing in reliability over approximately one hour and eventually failing completely, resulting in persistent ¿placement signal not reliable¿ alerts. Catheter inspection revealed no visible damage, and the nurse and patient confirmed the external portion of the catheter was intact. The clinical team managed the device using motor current and flow parameters. After a purge tubing change, the aortic signal intermittently returned but repeatedly disappeared, each time temporarily restored by pressing the gray button on the automated impella controller; this pattern continued despite confirmed secure connections. The device remained in use. Additionally, the patient required cardioversion for persistent atrial fibrillation following implant, and later experienced a nosebleed while on bivalirudin, with anticoagulation subsequently held and an ear, nose, and throat consultation pending.

Manufacturer narrative:
Optical sensor issue: clinical narrative reports intermittent placement signal not reliable (psnr) alarms between 10/oct and 14/oct. Pressing on automated impella controller (aic) buttons was noted to help resolve the issue intermittently. No damages or kinks were noted on the catheter. Data log review confirmed the intermittent psnr alarms between 10/oct/2025 and 16/oct/2025. During this time, contrast would oscillate between +/- 3200, signal not reliable (snr) would drop to zero, lamp would max out, and gain/light would drop. The optical signal issues resolved for the most part on 16/oct. The pump was not returned for investigation. Based on the intermittent nature of the pattern noted in data logs, the cause of the optical signal issue was determined to be related to the console. Paroxysmal atrial fibrillation: clinical details report that the patient had to be cardioverted to troubleshoot a-fib shortly after pump insertion. In order to make a cause determination, all of the clinical details would have to be provided. The cause of the injury was unable to be determined due to insufficient clinical details. Epistaxis: clinical details report that the patient was bleeding from the nose on (B)(6) 2025. The cause of the clinical symptoms cannot be determined as insufficient clinical details were provided.